Event description:
Internal reference: (B)(4). Autonumber: one support# (B)(4).

Manufacturer narrative:
A supplemental medwatch will be submitted after new information has been received. The rotaflow drive was investigated from emtec service technician with the service order report# (B)(4) and order# (B)(4) on the 2019-06-24: the described failure of the customer could be confirmed. The ild (optocoubler)was defective. Therefore the ild was exchanged. The rotaflow drive has passed all the tests passed.possible root cause: mishandling (hot-plug). In the course of the investigation of nc-17-06-011 all complaints were analyzed individually to look for patterns and causes. After evaluation of the complaints, the following defects are the most common: hot plug, sig error followed by head error, error message due to shaking / error message due to sensitivity, connection problems and hardware-error. The increase in complaints with the error "head error" is due to a user / application error. The actions have been addressed in the past to prevent application errors. Furthermore, the instructions for use of the rotaflow system see rotaflow system user manual, mcv-ga-10000703-de-11, contain detailed descriptions to prevent an "error head". In addition, the instruction manual describes how the user has to react in case of an error message so that the application can be continued if possible. Since there are several causes of errors that result in an error head (error head) message, no final root cause could be determined. It is noticeable that the evaluated error is largely due to a user error. Warning in the IFU regarding "hotplug" and label with the "hotplug" warning on the rfc have already been implemented in the past.

Manufacturer narrative:
The defective rotaflow drive will be sent for repair to (B)(4). (B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Reference exemption# e2018002. Device not returned.

Event description:
(B)(4). During start up of device a "head error" occurred. No patient involvement.